Event description:
It was reported that dosing stopped after the user attempted to set up a new dexcom g7 and the sensor code was not entered into the ilet, which prevented proper cgm pairing while the dexcom app still displayed glucose; the user reverted to multiple daily injections and later entered the correct code into the ilet with guidance. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, the issue involved an improper procedure when pairing the cgm, and no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.